Event description:
It was reported that the health care professional (hcp) requested a review of the presenting electrogram (egm) for the patient with this right atrial (ra) lead. Technical services (ts) discussed that it appears to be a lead dislodgement as the atrium and ventricle looked to be on top of each other, ts recommended a chest xray. This lead was subsequently explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that the health care professional (hcp) requested a review of the presenting electrogram (egm) for the patient with this right atrial (ra) lead. Technical services (ts) discussed that it appears to be a lead dislodgement as the atrium and ventricle looked to be on top of each other, ts recommended a chest xray. This lead was subsequently explanted and successfully replaced. No additional adverse patient effects were reported.